Manufacturer narrative:
Additional surgical procedure is not listed in the instructions for use. Additional surgical procedure is not listed in the instructions for use. Product was not returned to assist in our investigation. Appropriate design controls have been completed. Per specification, "for inner cannula and obturator, measure boxed dimensions and confirm overall surface is clean and free from damage or imperfections and that distal tip is smooth with no rough edges." The instructions for use (IFU) details proper usage and placement techniques as well as the necessary warnings and precautions. The IFU contains the following warning. "Anatomic anomalies may make the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure." Quality control measures the length of the inner cannula and obturator and confirms the overall surface is clean and free from damage or imperfections and that the distal tip is smooth with no rough edges. Without the actual complaint device, we are unable to determine what may have led to this failure mode. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusions of quality engineering risk assessment, no further mitigating actions are necessary at this time.

Event description:
Info was provided that the physician contacted the rep, advising that the primary procedure went fine; although a decision was made to change the first tube (1820334-2011-00194) with a second one versatube 9mm (1820334-2012-00195). This was done as the first tube was too short, always under fiber optic scope, although that procedure went very well. However, after 4 hours, the pt suddenly suffered complications as the trachea was bleeding due to it being damaged. It was necessary to call a surgeon to repair it in an operating theatre. The intervention took almost 3 hours.